Event description:
During case vannes scissors partially entered eye and noted small metallic debris in corneal wound. Scissors immediately withdrawn and inspected. Found to have rust at connecting screw at proximal end of scissors. Wound and eye copiously irrigated and metallic debris removed.